Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible against the unknown product/lot code combination(s). A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, these devices are exempt from device history record review. No other reports were identified against the femoral stem. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges patient suffers from popping/snapping sensation, pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update 12/22/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated bone loss, synovitis, metal wear, one acetabular screw was stripped, and an acetabular fracture behind the cup (unknown date of when it occurred). There were no labs provided for the alleged high metal ions, the stem is being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/19/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).